Manufacturer narrative:
(B)(4). The device has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be submitted upon completion of the evaluation.

Event description:
During evaluation of a returned homechoice (hc) machine, an increased intraperitoneal volume (iipv) situation was identified during drain cycle 3. The patient's drain volume was 4373 ml and the largest prescribed fill volume (lpfv) was 2700 ml, which met iipv criteria. Product surveillance contacted nurse (B)(6) on (B)(6) 2010 to notify the results of evaluation. The stated that she did not know if hp had reported any symptoms or issues on (B)(6) 2010. Per nurse, the hp was seen earlier in the day on (B)(6) 2010, and was doing fine and continuing therapy without issues. No patient injury or medical intervention was indicated at this time.